Manufacturer narrative:
H10: of the reported five malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90017. H10: for the reported 4 malfunctions, lot numbers were provided for 3 of them, and lot history reviews were performed. The samples were not provided for 4 malfunctions, however medical records were provided for all 4 malfunctions, and three of the medical records contained images. Three investigations confirmed for filter perforation and migration. One malfunction confirmed for perforation and migration, additionally it was determined to have and also unconfirmed for tilt (a150202). A definitive root cause could not be determined. The devices are labeled for single use. H10: d4 (corporate lot no: unknown), g3. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and patient device interaction problem. These reports were received from various sources. All the four malfunctions involved patients with no patient consequences. One patient weight is 273 lbs, four patients¿ age was ranged from 55 - 72 years, and two patients were male and two was female; however, three patients weights were not provided.

Manufacturer narrative:
For the reported 5 malfunctions, lot numbers were provided for 4 of them, and lot history reviews were performed. The samples were not provided for 5 events, however medical records were provided for all 5 malfunctions, and four of the medical records contained images. Four investigations confirmed for filter perforation and migration. One malfunction confirmed for perforation and migration but was unconfirmed for tilt. A definitive root cause could not be determined. The device is labeled for single use. Corporate lot no (gfqd0090, unknown).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and patient device interaction problem. These reports were received from various sources. Of the five events, five involved patients with no patient consequences. One patient weight is (B)(6) lbs, five patients¿ age was ranged from 55 - 72 years, and two patients were male and three was female; however, four patients weights were not provided.